Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. The patient was to be brought in for testing. No adverse patient effects were reported. The device remains in service.